Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide catheter: axess. Stent: xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during routine post-dilatation of a xience v implanted in the proximal left anterior descending coronary artery, a 2.25 x 15mm nc trek balloon dilatation catheter (bdc) ruptured during the first inflation of 11 atmospheres for 30 seconds. There was no resistance on advancement or removal of the device and the balloon was completely removed from the anatomy. Post-dilatation was completed using a voyager nc bdc. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.